Event description:
The pt was undergoing a diagnostic laparoscopy and left ovarian cystotomy. During the procedure upon visualization of the pelvis, it was obvious that the zumi uterine manipulation had perforated through the anterior wall of the uterus in the midline approx 2cm from top of fundus. No active bleeding noted and zumi bulb deflated and manipulator removed. Small blood clot noted. After lavaging the area, it was noted to have small amount of bleeding from the edges of the perforation. The area was cauterized. No further problem. Manipulator inadvertently thrown away, but appeared intact after procedure.